Event description:
It was reported that the attachment device was "broken." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment confirmed the reported condition. Evidence indicates this was due to mishandling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.